Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate of infection seen (73 worldwide incidents out of estimated 162,000+ procedures performed to date) is approximately 0.045% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who experienced symptoms of an infection in the right axilla 7 days post miradry treatment. Antibiotics were prescribed.